Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, new, delayed swelling (pt: injection site swelling) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse(+)®, into the bilateral dorsal aspect of her hands. Approximately 2.5 weeks after the treatment with radiesse(+)®, the patient experienced new, delayed swelling in her hands. The reporter was wondering if there were recommendations for reversal or treatment with this. The outcome of the event was unknown. In the opinion of the reporter the event was of mild to moderate intensity. Follow-up information was received on 06-aug-2021: this case was upgraded to serious. The patients initials, age and weight (reported as (B)(6)) were provided. The patient was (B)(6)years old at the time of the event. It was confirmed that she was injected with a total of 3 ml (1.5 ml into each side) of radiesse(+)®, into the hands, on (B)(6) 2020. The patients medical history included a sensitivity to medications (as reported). Concomitant medications were reported as none. In the first week of (B)(6) 2021, two and a half weeks after the treatment with radiesse(+)®, the patient experienced a delayed onset of swelling. Corrective treatment included a medrol dose pack. As reported, the patient had a resolution of swelling after the steroids. In the opinion of the reporter treatment was necessary to prevent permanent damage. Relevant laboratory tests were not performed. Due to the provided information, the outcome of the event was considered as resolved in 2021, and was therefore changed from unknown to resolved. In the opinion of the reporter, the event was not permanent and was not related to radiesse(+)®. Therefore, the reporters causality of the event was changed from reasonable possibility to not related.